Event description:
Pt undergoing cardiac catheterization on the morning of 6/13/97 for balloon angioplasty of both branch pulmonary arteries. Disruption of the left pa with contrast extravasation into the helum of the left lower lobe was noted. Hemorrhage appeared localized with a confined area of bleeding by repeat angiography. One guide wire and 4 different balloon catheters were used in this procedure. Five minutes after transfer to the floor, pt began coughing up blood. Positive pressure ventilation was used and coughing ceased within 15 minutes. Pt transferred to pediatric intensive care unit. On 6/14 pleural effusion was noted. A left chest tube was inserted. One thousand cc (1000 cc) was immediately collected in the pleuravac. Pt arrested. Resuscitation unsuccessful. Pt pronounced dead at 12:10 p.m. On 6/14/97.